Event description:
The customer reported an intermittent loss of the spo2 parameter on their intellivue mp20 patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported an intermittent loss of the spo2 parameter on their intellivue mp20 patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.